Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the atrial lead exhibited far field r-wave (ffrw) oversensing. The atrial lead was capped and replaced, and the rv lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4965 lead implanted: 2002-(B)(6). (B)(4).